Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0uem0, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s pocket was moved because implant was not sitting flat and was causing potential nerve pain. The patient also experienced a burning sensation at the device pocket, impedance testing was performed and the status of the patient was unable to obtain at the time of the report. Additional information received reported that the cause of the pocket pain was not determined; however the surgeon felt she had a large superficial nerve bundle near the original implant pocket. The patient¿s pocket was moved to the contralateral side, the pocket pain resolved and the patient had good symptom control at the time of the report. No outcome regarding the burning sensation and the large superficial nerve bundle was reported. Further follow- up is being conducted to obtain this information. If additional information received, a follow- up report will be sent.